Event description:
The customer contact reported the ground prong on the ac power cord plug was bent. The device was returned to the biomedical dept with a report of a bent power cord. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. No add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This list number and lot number of the device that was in use are unk. The customer contact identified the device as an unspecified gemstar power cord. This report represents all the info known by the reporter upon query by hospira personnel. See scanned page.